Event description:
Information received from medtronic indicated that the insulin pump had pump error. The customer stated that they were facing rewind anomaly. The pump failed the displacement test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = clear customer returned insulin pump for an alleged rewind anomaly found on (B)(6) 2021. Device powered up properly after battery installation and the pump rewind properly. Device passed the self test and rewind test. However, the insulin pump motor/piston did not fully extend during the prime/seating test. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. There is no damage noted on the motor slide. Force sensor zero offset within specification (22.0 mv). A test motor was used and the original pcba1, pcba2 and internal battery were installed. Powered the pump on using the aa 1.5v battery and continued testing. Device passed the rewind test. Device motor/piston fully extend during the prime/seating test. In conclusion, drive/motor anomaly was confirmed, problem isolated on the motor assembly. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched and a serial number label fading. A cracked retainer was confirmed. Rewind anomaly was not confirmed. Drive/motor anomaly was confirmed, problem isolated on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.